Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed that the issue could be coming from the ribbon cable or a bad board. The customer mentioned that the cable looks to be in good condition but was a bit loose and if the issue persists they will replace the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator was resetting by itself. Furthermore, there was no information regarding patient associated with the reported event.